Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018. The patient could not confirm how she manages her diabetes or if she made any changes in response to the alleged meter issue. The patient reported, after the meter issue began on (B)(6) 2018, at 5.40 pm she developed symptoms of ¿shaky and nervous¿, the patient denied that she received/required any medical treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. The csr noted that on the information provided the battery did not need replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.